Manufacturer narrative:
The lens was not returned for evaluation. A lot number was not reported,so a device history record(DHR) review could not be performed for this device. Based on the information received, a root cause can not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that patient developed a bilateral z-syndrome. Yag was performed with no effect. The surgeon is evaluating different options. Both lenses are still implanted in the patient. Additional information has been requested but has not been received. This report is associated with the right eye.